Event description:
It was reported that the patient had an MRI on (B)(6) 2015 and the pump had not been checked afterwards. It was stated that the motor stall recovery did not occur until the pump was interrogated twice on the day of the report. It was stated that a suspected telemetry state or "false motor stall" occurred. The patient did not hear the alarm and had no symptom change. The pump was used to deliver infumorph (morphine).

Manufacturer narrative:
Concomitant products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. Product ID: 8840, product type: programmer, physician. (B)(4).